Manufacturer narrative:
The device is available for evaluation. It has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360 that the customer reported non-compliant during preventative maintenance due to the volume being out of range. It was stated that the delivered volume is 22ml when the tolerance is to be between 19ml and 21ml. There is no report of patient involvement or harm.

Event description:
An update states that the reported issue was noted during preventive maintenance completed by a third party.

Manufacturer narrative:
The customer did not report any issue prior to the preventive maintenance testing being completed; therefore, this does not meet the reporting criteria. The pump was powered on, alarm logs reviewed and no notable alarms in history. Pump passed cassette alarm test, free flow test and delivery accuracy test. Pump was visually inspected and no fault found on door or valves. No probable cause can be determined for delivery volume out of range as pump passed relevant testing and worked as designed.